Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a reported malfunction of "will not charge; no indication of charge". It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "will not charge; no indication of charge" was confirmed by baxter quality engineering as a power supply failure. During product evaluation it was determined that the cause was due to a cracked power supply. The device is a stay-in unit and no repairs were made. A follow-up report will be filed if any additional details become available.